Event description:
It was reported there was an error code during a software install. The service disk was run prior to latest software download. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device had an intermittent error, the floppy drive was noisy and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board. (B)(4): analysis found that the cable was damaged.